Event description:
The iab was inserted into the patient on 04/17/97. Poor augmentation was noted during iabp. The patient was x-rayed to confirm the site. The iab was removed on 04/20/97. The pump gave no unusual alarms. (Event complications: none from the event- reported 05/02/97.) (Pt's current status: recovering-reported 05/2/97.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 1/13/98).